Event description:
Boston scientific received information that during a follow up high out range shocking impedances were revealed on this right ventricular lead. A possible lead fracture was suspected. The programmed configuration was changed to right ventricular lead to the device to ensure no therapy would be compromised. At a later date measurements of the shocking impedances remained out of range. A request for review was sent to technical services. At this time the lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
A review of the save to disk by technical services revealed that out of range shocking impedances were out of range shortly after the implant while the majority of the time there is out of range shocking impedances displayed. Technical services discussed that out of range shocking impedances were out of range immediately after implant likely suggesting a device and lead connection issue rather than a lead integrity issue. At this time the device and lead remain implanted. Should additional information become available this investigation will be updated.

Manufacturer narrative:
Upon additional information this investigation will be updated.

Event description:
--

Manufacturer narrative:
Additional information provided noted that this device was reprogrammed and defibrillation testing conducted were successful when performing a 23 joule shock. No intervention has taken place at this time and the system remains implanted. Should additional information become available this investigation will be updated.